Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all the drawers in the station were failed and the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 2 was missing from the storage configuration and was malfunctioning. The field service engineer inspected the back panel and identified that both the logic board and the drawer board were faulty. The fse used a digital multimeter to test the boards and confirm the issues. The fse replaced both boards to resolve the issue. The fse tested the drawer's functionality using the hardware test application and verified that the drawer was operating correctly. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6).